Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery and she had high blood glucose and went into diabetic ketoacidosis. Blood glucose was 419 mg/dl; she treated with insulin pen. Current reading was 82 mg/dl. The drive support cap is recessed. The customer declined to check for site/set issues or the settings. During the high pressure test, the insulin pump displayed no delivery but it did not alarm or vibrate. The insulin pump would be replaced and returned for analysis.